Event description:
It was reported that the device system declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the patient's non-boston scientific leads, measuring greater than 3000 ohms. After the lss, noise was observed. A spring contact issue was suspected and the device was reprogrammed to the unipolar pacing and bipolar sensing. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).